Manufacturer narrative:
The hill-rom technician found the left siderail needed to be replaced. Per the hill-rom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: ¿ connectors where the bed sections bolt together; tighten as necessary ¿ side rail latching mechanisms ¿ caster braking systems a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician at the account replaced the left siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail will not stay up. The bed was located in the maintenance hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).